Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3998, lot# la8451, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's new ins had not been revised yet, so the cause of the eri and the high impedances had not been definitively identified. The rep stated that the previous ins was discarded after replacement. The rep said a surgical consultation with the neurosurgeon was planned for july to replace the lead. The rep stated that, other than that, the ins was reprogrammed to best allow the system to function, although coverage was less than ideal with multiple high impedances. The rep noted that the issue had not been resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 3998, lot#: la8451, implanted: (B)(6) 2002, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot#: (B)(4), ubd: 02-oct-2006, UDI#: (B)(4). The event was reported to occur with 2 implantable neurostimulators prior and during a replacement surgery; information for the 2nd ins is: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy and non-malignant pain. It was reported that the ins had reached the elective replacement indicator (eri), the patient stopped feeling stimulation and there were high impedances. The ins was replaced on the day of the reported and the rep was encountering out of range impedances with the new ins. The rep stated that the lead was very old and impedances were all over the board. The rep originally stated that they were in range but high, and later on it was determined that the values they were reading were considered out of range, even though they showed green. The rep read values of ~2500-7600+ohms. Technical services (ts) explained that the patient would not feel anything with the higher impedance pairs and to opt for programming a pair that is 2500 or below. The rep noted that the pulse width was 300-500. The rep said that they would try to program on lowest impedance electrodes. Ts discussed that a lead revision may be necessary. No further complications were reported.